Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. The reported patient effects of air embolism, cardiac arrest and stroke, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of air embolism appears to be related to procedural conditions due to air noted in one of the fluid lines. The reported cardiac arrest and embolic stroke appear to be secondary/cascading effects of the air embolism. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the air embolism, cardiac arrest and embolic stroke. It was reported that during a mitraclip implantation procedure, imaging was a challenge because of the abnormal anatomy. The patient had a small right atrium and a central and lateral leaflet flail. Performing the transseptal puncture was a challenge due to the small right atrium. One mitraclip was successfully deployed. During advancement of the second mitraclip delivery system (cds) through the steerable guide catheter (sgc), the physician noticed a lot of air bubbles exit the tip of the sgc. The clip was near the tip of the sgc when this was noted. The cds was removed from the sgc. The echocardiographer noted that the right ventricle stopped pumping so cardiopulmonary resuscitation was initiated for a couple of minutes. The patient was successfully resuscitated. All the fluid connections were checked. One physician reported that he noticed air in one of the fluid lines to the cds. The cds was flushed and re-inserted to complete the procedure without further incident. The clip was successfully implanted and mitral regurgitation (mr) was reduced from 4 to 2. After the procedure, the patient was noted to have an embolic stroke. The physician reported the mitraclip procedure may have contributed to the stroke. The patient is ambulatory, at rehabilitation, and the condition is slowing improving. No additional information was provided.